Event description:
It was reported that the competitor right ventricular lead was extracted and replaced due to high impedance. The new leads were connected to the device and the high voltage lead impedance was still high and out of range. The physician opted to replace the device and still the high voltage impedance was found to be high and out of range. It was reported that the device was not completely in the pocket when the impedance was tested. The procedure was completed, and the impedance was found to be within normal limit. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of high hv lead impedance measurements was not replicated in the laboratory. The device was tested on the bench, and the device¿s function was normal. The cause of the reported event could not be determined.